Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, it was reported that there were reduced flows and a low diastolic cement signal correlating with the art line. It was determined that thrombus was attached to the distal end of the impella device, obstructing the device¿s flow and impairing appropriate perfusion. Due to the high risk associated with the removal of the catheter in the presence of thrombus, the decision was made to leave the catheter in place. Subsequently, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise. Patient's peri-procedural condition was critical.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filled. This report is being filed as part of a retrospective review of historical records..